Event description:
The iab was inserted into the patient on 05/10/97 at 11:15 p.m. And removed on 05/12/97 at 2:00 p.m. The iab did not malfunction. As a result of the event, the patient needed a transfusion. (Event complications: the patient needed a transfusion reported 08/13/97). (Pt's current status: discharged-rpt'd 08/13/97).